Event description:
It was reported that for the past year, the patient has no longer been able to hear with his device. Testing was carried out which showed all electrode channels with status 'hi'. (B) (4) revealed no responses.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.